Event description:
It was reported that following a pump replacement, the pump was resumed at the previous dose of morphine 7.98mg/day. On (B)(6) 2015, the patient was in the emergency room and the pump was turned down to .466 mg per day because the patient was somnolent and non-responsive. The patient was given narcan and she responded. The patient was doing well and has been given a much smaller dose.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).